Event description:
It was reported via literature that the patient experienced in stent-restenosis requiring surgery. The patient presented with unstable angina. Coronary angiography revealed in-stent restenosis (ISR) in the left anterior descending (LAD) and left circumflex (LCX) arteries treated with non-Boston Scientific stents 10 months prior. The patient was referred for percutaneous coronary intervention of the LAD. Lesion pre dilation was performed with a 2.50 mm non-compliant balloon inflated to 20 atm followed by intravascular ultrasound (IVUS) show stent under expansion with a minimal stent area as low as 4.00 mm squared and stent inflow and outflow lesions with a minimal lumen area of 5.0 and 3.5 mm squared respectively with 60% plaque burden at both sites. Non-compliant balloon angioplasty resulted in optimal stent expansion. The stent inflow and outflow lesion were successfully tackled with direct implantation of 3.50 x 20 mm and 2.75 x 16 mm Synergy stents across the proximal and distal stent edges. The body of the stent was treated with 3.00 x 15 mm and 3.50 x 20 mm non-Boston Scientific drug coated balloons (DCBs) inflated at 14 atm for 60 seconds each. Subsequent IVUS showed an evident change in the neointimal layer of the entire segment treated with DCBs, which appeared hyperechoic, with echogenicity similar to the stent struts. The patient was discharged home in good condition on guideline recommended medical therapy, including at least one year of dual antiplatelet therapy. The patient was readmitted 5 months later due to unstable angina. Coronary angiography showed preserved luminal patency at the site of the previous DCB angioplasty and ISR of the stents implanted across the edges of the old stent. Due to recurrent ISR, the patient underwent double vessel bypass graft surgery and remained asymptomatic at an 8 month follow-up.

Manufacturer narrative:
Citation: Andreou, Andreas Y. Visualization of the delivery of a paclitaxel-urea coating matrix by intravascular ultrasound following drug-eluting balloon angioplasty for instent restenosis. European heart journal. Case reports vol. 10,6 ytag394. 29 May. 2026, doi:10.1093/ehjcr/ytag394.Detailed product information was not provided to BSC. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete Unique Identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted.Event date: Estimated as the first day of the month of publication.